Event description:
Riata ventricular lead #1581 and #38800 implanted in 2005. Approximately 3 weeks later, patient felt discomfort at sternal area of tiny electric shocks, which became more frequent. Upon visiting cardiologist, pt was sent to physician who had implanted ICD. Cat scan was performed, and it was discovered that the lead had perforated the ventricle. Lead was explanted three months later, reason stated pt condition. Due to the recent article in the newspaper, I wanted to report this event, if it was not reported, so that facts can be used in studies of adverse outcomes. Dates of use: three months in 2005. Diagnosis or reason for use: arvd.